Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device did not identify any product defects or anomalies. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported thru cst by a sales rep as "the surgeon can't introduce the ceramic insert. He is an expert user of corail-pinnacle and he has used ceramic insert a lot of times with any problem.